Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the detached connector pin is most likely excessive force by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject scope was returned to olympus for evaluation and the customer¿s reported problem was confirmed, the connector pin at the main body of the scope was found detached/broken and missing. The inspection also noted the laser etched writing on the scope is worn off and the distal end of the outer tube is scratched. The scope has not been repaired in the past year. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported to olympus, during inspection before use, the autoclavable rigid telescope was found to have a broken component defect, ¿the joint (connector) pin has come off¿. There was no delay as the user facility completed the scheduled electrotomy procedure with another telescope. No death or injury and no impact to patient or other has been reported to olympus.